Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited undersensing, leading to inappropriate anti-tachycardia pacing (atp). Programming options were recommended. Currently, this ICD remains in service and no adverse patient effects were reported.